Event description:
Patient admitted following a driveline fault alarm that occurred while she was on batteries at home. She initially reported to an outside hospital where a controller exchange was performed. The patient underwent an external driveline repair. As her log files continued to show an impedance with one of her six driveline wires, thoratec advised our team to change her controller again. Log files continued to show an impedance with one of the wires, despite changing the controller and external portion of the driveline. She was upgraded to a status 1a(b) awaiting transplant due to vad dysfunction. As there were no further driveline fault alarms, she was discharged home with a plan to have log files downloaded once per week (at (B)(6)). Manufacturer response for heartmate ii lvad, (brand not provided) (per site reporter: thoratec tech was present and replaced driveline wire. Not known whether this rep retained the old wire.